Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during a procedure performed on an unknown date. According to the complainant, after the dilatation procedure was performed, the nurse was cleaning the scope manually outside the patient and found that the black exit marker had detached inside the scope channel. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of exit marker detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.